Manufacturer narrative:
MDR 9618003-2019-14861 / device 1 of 2. As reported by the patient, possible lot numbers to which the 2 affected products could have belonged are 9d01349 , 8m02438 , 9b01952 , 8e01680. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported that she had used 2 wafers that were off centered but could not determine which box or boxes, the two came from. She stated that no harm occurred while the 2 affected wafers were used but she did note decreased wear time, which she attributed to the starter hole being off centered. No photo is available at this time.